Event description:
Kimberly-calrk received a report stating, "tube is deformed and this deformity would not allow the water to be taken out through the valve, so the balloon was punctured to facilitate removal. Patient had to undergo an egd to be able to insert an instrument to break the balloon to get the tube out." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The returned, soiled device was evaluated for the presence of microbiological contaminants, so it was not decontaminated nor subsequently examined. Microbiology test results indicated the presence of a common yeast and a gram-negative bacterium common to the gi tract. It is not known if the presence of either of these contaminants had an impact on the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.